Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles, creases flat and delamination on plug strap. Leak test and microscopic analysis was performed which identified: delamination total plug strap disk shell and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the plug strap disk shell (adhesive failure). A striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side voluntary recall "asymptomatic patient." Healthcare professional additionally reported left side "capsule contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side voluntary recall "asymptomatic patient." Healthcare professional additionally reported left side "capsule contracture," baker grade unknown. Device has been explanted.